Event description:
It was reported that during a laparoscopic hand-assisted sigmoid colectomy procedure, the device tore around the doctor's hand. A like device was used to complete the case with no pt consequence.